Event description:
During arthroscopic surgery the o ring of the arthroscope broke.======================manufacturer response for arthroscope, stryker arthsocope (per site reporter).======================they are proceeding with repair.what was the original intended procedure?acl arthroscopic repair left knee.device #1is this a laboratory device or laboratory test?no.